Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to uninstall and reinstall the application, close all other background applications, make certain the smart device's battery was near full and that no other bluetooth devices were on. Dexcon representative then had patient reenter the transmitter ID, insert a sensor, and pair the devices. No additional patient or event information is available.